Manufacturer narrative:
Device passed the self test, active current measurement, and the displacement test however, device was received with high sleep current and unexpected low battery alarm, battery power loss, and blank display due to moisture damage on the electronic assembly. Moisture damage was also found on the motor and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that after changing the battery the insulin pump did not turn on. The customer¿s blood glucose level was 179 mg/dl. The customer was assisted with troubleshooting and customer reports display was blank currently. The customer reported that the display was not blank less than 30 seconds and did not return. Customer states the contact on the battery cap was neither missing nor damage. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was damaged. Customer states the display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.